Event description:
The customer reported via phone call that she experienced high blood glucose and that the insulin pump alarmed no delivery at the fill tubing stage. The customer's blood glucose was 417 mg/dl. The customer treated the high blood glucose with a bolus. The customer was in the middle of completing an infusion set change at the time of the issue. The customer was advised to perform a manual plunger push, and the customer stated insulin did exit. The customer was advised that her insulin pump was working as designed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.